Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference manufacturer report number: 1627487-2019-08115. It was reported that the patient was not getting adequate stimulation with their drg system. Follow up identified that one of the leads migrated. The patient underwent surgical intervention wherein both leads were explanted and replaced. Therapy was restored post-operatively. It is unknown which lead migrated, therefore both leads are being reported.